Event description:
During bd instrument training an engineer reached into the sp-1 to refill the silicone oil well and accidentally touched the sharp end of the sample probe. The engineer's finger was scratched. The skin was not pierced. The instrument had not processed biological samples in months, and the engineer was wearing gloves. Under normal working conditions the probe is washed and rinsed in the "home position" prior to the user being able to access the silicone well. Silicone oil, which is the lubricant for the cap piercing probe, must periodically be replaced. Note: the access door is locked until all processes are complete, which includes the probe work. In that the probe is near the silicone well, and it handles human blood, there is a potential to scratch or pierce the skin of the operator changing the silicone oil if they reach beyond the well.